Event description:
It was reported that pump displayed cartridge alarm 30 and that caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with a plan to use alternate insulin method if necessary, and technical support arranged replacement pump.